Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of the voltage in the system controller¿s white power cable draining faster than the black power cable was not confirmed via the provided log file. The log file contained events on 29dec2025. Intermittently throughout the file on 29dec2025, abnormal strings of low power advisory alarms were observed, progressing to a low power hazard and power cable disconnect alarms at 12:33:59, 12:35:48, 12:42:55, and 12:44:00. These alarms activated due to the relative state of charge (rsoc) of the black power cable briefly fluctuating below the designed alarm threshold. It was also noted that during some power source exchanges, the controller appeared to be connected to batteries which appear to not be fully charged; this may have contributed to low voltage alarms activating sooner than expected. When fully charged, batteries were connected to the system, battery operation lasted between 11 ¿ 16 hours until a low power advisory activated. Some of the low voltage alarms activated due to the white cable falling below the designed alarm threshold, and some activated due to the black cable falling below the designed alarm threshold. The pump maintained a speed within the expected range throughout the data. There were no other notable events observed within the log file. The heartmate 3 system controller was tested, upon return to abbott, and passed preliminary testing. During functional testing the controller did not pass 8 stages due to higher-than-expected resistances on multiple wires of the power cables. The system controller was opened, and it was confirmed that every wire of both power cables had higher than expected resistance. The system controller was still able to operate on a mock loop despite the higher resistances. The root cause of the reported event was unable to be determined in this analysis, although higher resistances may contribute to the observed alarms. Incidental findings: fluid ingress within both power cables the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. Section 3 of the IFU, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources and exchange or install the 11 volts backup battery. Heartmate 3 IFU (rev. D) section 6 ¿ ¿patient care and management¿ warns the user to never submerge the driveline, modular connector, system controller, or any external system components (such as the power module, the mobile power unit, batteries, power cables, or battery clips) in water or liquid. Submersion in water or liquid may cause the left ventricular assist device to stop. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to clinic and stated that their white power cable had been draining their batteries faster than the black power cable. The patient barely gets 12 hours before the white power cable begins beeping low battery. The patient also stated that they rotate their batteries evenly and had tried using different battery clips. When the clinician attempted to disconnect the patient from the power module the yellow diamond lit up right away and then a red battery alarm started. The patient was still connected to a fully charged battery on the black power cable. The battery clips were also switched but the same thing happened. This only happened when the white power cable was disconnected the. The black power cable beeped like normal when disconnected (yellow light, intermittent beeping tone). The system controller was exchanged, and the alarms appeared to have resolved. Log files were submitted for review and captured unusual fluctuation in the recorded relative state of charge (rsoc) values on the white power lead. These were recorded while on battery power as well as on the power module power.